Event description:
Contra lateral approach, the physician treated a clotted bypass graft in the lower sfa region. During the second treatment the physician was performing in the clotted graft using the trellis, it was noticed that the sound from the oscillating unit was delayed when the translation bar was moved. Soon thereafter there was no sound from the device when the bar was moved again. It was observed under fluoroscopy that the trellis wire was not moving. The trellis device was turned off and the luer lock disconnected in order to check the wire. At that time it was noticed that the wire was sheared off with only about an inch of it connected to the trellis oscillating unit. The rest of the trellis system was successfully removed from the patient and the physician treated the remaining clot with tpa and ballooning.

Manufacturer narrative:
A DHR review was performed on product code bvt612030, lot# 551040. This lot was 100% visually inspected with no defects detected. Additional information has been requested. Should it become available a supplemental report will be submitted.